Manufacturer narrative:
Additional information was received that the explant procedure will not occur at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient would undergo an explant procedure due to difficulty charging and suspected malfunction. The physician suspects that the ipg has flipped in the pocket.

Event description:
A report was received that the patient would undergo an explant procedure due to difficulty charging and suspected malfunction. The physician suspects that the ipg has flipped in the pocket.